Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had difficulties pumping up the device, which led to a surgical intervention. During the procedure, a break in the tubing near the pump was found and fluid leak was confirmed as the reservoir was empty. It is suspected that the tube rubbed against other tube causing wear. No patient complications were reported.